Event description:
It was reported that the device was used during a hysterectomy. The device clip would not open. Unk if the clip was stuck on tissue. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.